Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and did continuity resistance test and sensor failed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 250 mg/dl and their sensor glucose read 58 mg/dl. Customer also reported receiving calibration error alarms and lost sensor alarms with the sensor. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer was advised the differences in the readings were not within acceptable range. Customer also reported blood at site with their sensor insertion. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.